Event description:
User received a false positive troponin t result for one patient sample. Initial result was 0.192 ug per l, repeat result was less then 0.010 ug per l twice. A second sample was drawn the same day for troponin t testing which gave a result of less than 0.010 ug per l. No information was provided to determine if the erroneous result was reported or if the patient was adversely affected. If additional information is received, appropriate notification will be provided.